Manufacturer narrative:
The lot number, UDI, manufacturing and expiration date are unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the revision procedure on (B)(6) 2018 (reference MFR 3006705815-2018-02339), the physician did not feel comfortable placing the penta lead due to abnormal neuromonitoring results. The physician decided to place two new octrodes instead. The patient is receiving effective therapy post-op.